Manufacturer narrative:
Alleged failure: noticed that heat was not coming from the operative side of the device but from the back side of the device head. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be unwanted tissue residue getting trapped in the electrode suction path hole or inside the gap between the metal hood and ceramics which can result in abnormal plasma. Heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon activated a 90s-max serfas wand and noticed that heat was not coming from the operative side of the device but from the back side of the device head. This resulted in part of the humeral head being burned. No medical intervention was required and the burn was unstaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon activated a 90s-max serfas wand and noticed that heat was not coming from the operative side of the device but from the back side of the device head. This resulted in part of the humeral head being burned. No medical intervention was required and the burn was unstaged.